Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that purge pressure low alarm occurred on the impella rp. Purge flow 30ml/hr and purge pressure would drop below 300mmhg. All connections were checked. Attempted to resolve by changing the purge cassette. No overall change in purge flow or purge pressure. Once purge fluid was changed to d10, purge flow and purge pressure was within normal parameters. There was no harm to the patient.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the issue was most likely a design limitation to the impella pump. E4 should have been left blank on manufacturer device report 1220648-2024-20124.